Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons were not responding on first press and the screen was hard to read due to backlight anomaly. The customer¿s blood glucose level was 208 mg/dl. Customer stated that insulin pump did not always gave low reservoir warning. The insulin pump will not be returned for analysis.